Event description:
Caller reported a "calibration problem," stating after following the instructions, the calibration "never came up acceptable". The caller also reports that the device was labelled "for sale outside of u.s.a." Caller returned the device to the seller and spoke to the seller regarding the label. Caller was told that the devices are bought from a distributor and that the "FDA said it was legal to sell the devices in the u.s.a." Seller replaced the 1st device with a new device. Caller noted 2nd device was also labelled "for sale outside of u.s.a." Caller notified the manufacturer. Caller was told that company manufacturers devices to be sold in the u.s.a., and devices to be sold outside of the u.s.a. Customer is concerned that the devices manufactured to be sold outside the USA are not FDA approved. Caller stated that the manufacturer requested caller send the device back, but caller desires to keep device and would like device examined by the f.d.a. Caller also reports that the ascensia elite strips that are sent with device are also labelled "to be sold outside of u.s.a." Caller reports a stickie that read "packaged in u.s.a." Caller concerned that quality of product is not as good as the products made to be sold in the u.s.a. Caller reported no other problems with 2nd device.